Manufacturer narrative:
The device was received. Investigation is not complete. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that a trained tech attempted closure of the common femoral artery using the starclose device, after a diagnostic procedure. Reportedly, after depressing the vessel locator button, the vessel locator wings did not deploy, causing the tech to lose vessel access. The tech applied manual compression to achieve hemostasis. There were no adverse pt events. No add'l info was available.